Event description:
It was reported to boston scientific corporation that a precision speedtac® transvaginal anchor system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient had a coughing fit whereby she dislodged her sling from the bsc bone anchors two to three weeks post-procedure. The physician confirmed that the precision speed-tac device did not become dislodged or malfunction. There were no subjective complaints stated by the patient to the physician during a follow-up visit. The date of the office visit was not provided. The patient moved to a different state and has not been seen or heard from since. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant also listed (B)(6) hospital, (B)(6) associated with this complaint. The complainant also listed the following physician associated with this complaint: (B)(6).